Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and reported he had a right hip replacement on (B)(6) 2013. Around (B)(6) 2016, the patient started experiencing pain. The patient went to his doctor and the doctor informed him that a screw has backed out of the implant and is floating around in his hip, causing the pain. Patient is planned for a revision.

Manufacturer narrative:
As per followup by the patient to stryker, the patient stated that the implants are not stryker implants.

Event description:
Patient called and reported he had a right hip replacement on (B)(6) 2013. Around (B)(6) 2016, the patient started experiencing pain. The patient went to his doctor and the doctor informed him that a screw has backed out of the implant and is floating around in his hip, causing the pain. Patient is planned for a revision.